Event description:
It was reported that the ventricular lead exhibited a rise in bipolar impedance from 602 ohms in (B) (6) 2008, to 1248 ohms on (B) (6) 2010. Bipolar capture threshold was also steadily increasing. The ventricular polarity was changed to the unipolar configuration, and would be monitored.